Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have not received any sample for analysis, only some pictures showing an open sample with two needles detached from the thread (thread is missing). However, without closed samples a proper analysis cannot be performed. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: it has not been possible to determine the root cause as no samples have been received for analysis. Final conclusion: in spite of receiving some pictures showing the defective sample, without closed samples a suitable analysis cannot be performed. Nevertheless, we take note of this incidence and if any closed sample is received in the future, we will re-open the case and analyse it. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with novosyn suture. The client reported that during the first case on their theatre, they used a suture 2/0 novosyn and 2 needles were found in the packet.1 suture had suture material attach at the swag but the other did not. There was not detrimental treat for the patient and they were unharmed. Additional information received: the suture was received with 2 needles instead of one inside, the thread was attached to one needle, so it was still useable. This defect was noticed during a surgery but there was no patient harm because of this issue.